Manufacturer narrative:
Additional information: b5 additional event details received.

Event description:
A user facility administrator reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. Blood leak test strips were not used as the leak was visually observed near the dialysate hose of the dialyzer. The administrator could not confirm which machine was used but it alarmed appropriately with a blood leak alarm. The administrator stated that there was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 cc. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The medical doctor was notified and hemoglobin (hgb) was drawn. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: g4 aware date in follow up 2 should be 11/2/2020 not 11/18/2020.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one other complaint reported against the lot. The complaint was for an internal blood leak. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrator reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. Blood leak test strips were not used as the leak was visually observed near the dialysate hose of the dialyzer. The administrator could not confirm which machine was used but it alarmed appropriately with a blood leak alarm. The administrator stated that there was no defect or damage seen on the dialyzer. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.